Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod breaks off during use on lot # 8281564. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8281564. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec breakout and sustaining. There were two (2) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger rod breaking during draw with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 2 separate occasions on same day with same patient. The following information was provided by the initial reporter: material no. 328418 batch no. 8281564. It was reported that the plunger rod breaks in half when drawing insulin from the vial. Consumer reported plunger rods break in half while he is drawing insulin from the vial, consumer does not re-use. Problem occurred on (B)(6) 2019, involving two syringes, lot #: 8281564, product:#328418, exp 10-31-2023. Samples have been discarded.